Event description:
A customer reported to ad-tech that two cables" were faulty, nearly all wires is shorted" surgery was delayed for half an hour and recording was delayed longer because of the cables.

Manufacturer narrative:
The customer feedback of the cable concern was provided to ad-tech on (B)(4) 2014. During the investigation of the complaint, on (B)(4) 2014 ad-tech was made aware of a 30 minute delay in the surgical procedure. The delay in the surgical procedure due to the cable defect is the reported event that triggered the MDR. Ad-tech received the two impacted cables from the customer on (B)(4) 2014. A visual inspection and continuity analog/digital testing were performed that same day on the cables. Based on the results, the return evaluation does support the alleged deficiency reported in the complaint as it was found that the visual inspection failed on both cables due to the cables showing evidence of incorrect sterilization applied by the end-user and the continuity testing failed on both cables due to channels having cross connection. On (B)(4) 2014, it was confirmed that the customer did not sterilize the cables per ad-tech medical's directions for use (dfu). The dfu states, "sterilizing: the tech-attach cables can be sterilized using ethylene oxide (eo) or sterrad". The customer confirmed that the cables were sterilized via autoclave at 134 celsius degrees. The customer application of autoclave sterilization is a probable cause of the cable failure. The customer has been reminded to apply recommended sterilization processes to the cables.